Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 90% stenosed below the bifurcation right coronary artery. A 2.0 x 12 mm nc traveler balloon catheter was being used for post-dilatation when the balloon ruptured at 6 atmospheres during the first inflation. Another nc traveler balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw universal ii, guide cath: hyperion 6f jr3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.